Event description:
Reportable based on device analysis completed on 02dec2024. It was reported that the stent could not be inserted into the introducer sheath. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian artery. A 10.0x40x135 cm express ld vascular was selected for treatment. During the procedure, the stent could not be introduced, and it was unable to be inserted into the introducer sheath. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed damage to stent strut.

Manufacturer narrative:
The device was returned for evaluation. A visual examination found the first two rows of distal stent struts to be damaged. A sheath insertion test cannot be carried out due to the stent damage. No other issues were noted with the stent. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device. No other issues were identified with the device.